Event description:
A facility reported: "when surgeon went to wash the mesh he could see that there was a break in one of the fenestrations. He thought that it would not be a major problem, so he went on to insert it into the patient over the implant. However, when he went to suture the mesh into place, further parts of the mesh broke down and seemed to be disintegrating." There was no patient injury. There was 45 minutes surgical delay due to the product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Surgimend was returned for evaluation and photographs provided were also evaluated: DHR - the lot met all aspects of the product specification and the proper manufacturing steps and materials were used to create this lot. Failure analysis - the device was received to be degraded in a way that prevents evaluation/investigation of the alleged defect. Failure analysis could not be completed, and root cause cannot be determined at this time. Manufacturing records demonstrate that the device met specifications. However, the attached photographs provided by the complainant clearly show the product is torn, therefore confirming the alleged complaint. Root cause - based on the information given by the customer and the investigation of the returned complaint device, a root cause can not be determined. This conclusion was made as the device received was degraded far past the original state that the complaint was observed in. This type of defect can occur as a result of inadequate handling of the product, specifically during the hydration phase, but this can not be determined in this case. However, based on provided photographs showing the product was torn, the alleged complaint is confirmed, although no root cause can be determined.

Event description:
N/a.